Manufacturer narrative:
The device passed testing for delivery accuracy. No self delivery was noted throughout the testing procedures. The pump history was downloaded and printed and the manufacturing site. The customer did not provide an event time or programming parameters; therefore, the history cannot be utilized to evaluate the reported event.

Event description:
The customer contact reported the patient receiced more medication than intended. No specific patient information, pump programming, or event details were provided. It was reported the patient had been using the device without incident for approximately 6 hours. At an unspecified time, it was reported there were15 or 16 bolus unspecified demands while the patient was moved from recovery to the ward. Reportedly, " too much morphine was delivered." Multiple unsuccessful attempts have been made to obtain additional information including patient outcome.